Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) the connection part between the scissor tip and instrument pin was broken. A fragment fell into the patient but was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.